Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, there was no sensing on the right ventricular (rv) lead and that the lead exhibited high impedance. The lead was removed and a new rv lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. The helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.